Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the right atrial (ra) lead was noted to exhibit loss of capture. Fluoroscopy confirmed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.